Event description:
The sentry balloon catheter was leaking. No complications with the patient were reported to have occurred during this event.

Manufacturer narrative:
H10: due to an administration error, this event is being filed past the 30 day deadline. The subject device is currently in process of analysis by the manufacturer.